Event description:
It was reported that the patient was experiencing an increase in seizures and the physician was considering vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement surgery. The implant warrant and registration form received from the surgery indicated that the replacement was for prophylactic reasons and a "reed switch break". The report of an increase in seizures that was determined to be a separate event from the allegation of the vns magnet not initiating or inhibiting stimulation (a non-reportable malfunction) as there was no indication that the patient was not receiving normal mode therapy. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. Proper functionality of the generator to provide appropriate programmed output currents was successfully verified in the pa lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output signal were observed and the diagnostics were as expected for the programmed parameters. Review of the fet results showed that all magnet tests including magnet response passed. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.